Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that patient felt a stinging sensation in the chest. X-ray revealed the lead had dislodged and perforated. The lead was replaced with good measurements. Patient condition was good after the procedure.